Event description:
It was reported that this right atrial (ra) lead was explanted due to impedance measurements of greater than 2000 ohms. Lead was successfully explanted and replaced. No additional adverse patient effects were reported.